Event description:
The mother reported via phone call that the customer had a motor communication error alarm on the insulin pump. Customer's blood glucose was 379 mg/dl at the time of incident. The customer was treated with manual injections for their blood glucose. The mother stated the alarm was recurring despite having 5 battery changes. It was also found the insulin pump alarmed off no power without a low battery warning. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.